Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation reproduced the reported symptom of "keypad not functioning properly". Evaluation observed that the on/off soft key would work until reaching the general care area, then only column 1 would work. After this happened the device would interpret each key as being pressed twice. The I/o pcb was found to be the failing component and was replaced.

Event description:
It was reported that a spectrum pump had "keypad not functioning properly". It was also reported there was no patient involvement.